Event description:
It was reported the outer casing was splashed with iodine. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case, lower case, and battery drawer were broken and contaminated, the keyboard and battery drawer o-ring were contaminated. It was also noted that the battery release, the ring cover and lead flex cover were contaminated, the side bail covers were broken, the ring was bent and the main printed circuit board (pcb) was out of electrical specification.